Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing discovered that the x-drive set screw had come loose and that the filament driver board was faulty and would not allow the generator to start up, which caused the f2 fuse to blow. To remedy the issue; the representative reset the screw, replaced the filament driver board and f2 fuses. The imaging system then passed the system checkout and was found to be fully functional. No fuses have been returned to the manufacturer for analysis. The filament driver board was returned to the manufacturer for analysis. Testing found that the board failed the bench test and that the component u1 was badly damaged. This confirmed an electrical failure. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the imaging system gantry would not drive in the x-direction. The system would drive in all other directions and functions. No additional information was provided. There was no patient present when this issue was identified.